Event description:
The customer reported that there was a speaker malfunction and no audio. No patient harm was reported.

Manufacturer narrative:
(B)(4) the field service engineer (fse) reported that he observed a speaker malfunction error message on the vs3 patient monitor during servicing for (B)(4). There was no loss of audio function for this device so there was no health risk from this failure. Philips received a small number of complaints reporting premature speaker failure in the vs3, vm4, vm6 and vm8 suresigns patient monitors. These failures triggered a formal investigation into the issue and the issuing of field safety notice (B)(4) and field change order (B)(4). This device is on the units affected list (ual) for these fcos. On 06/07/2011, philips healthcare notified the FDA of this mandatory field action. The field service engineer (fse) replaced the speaker per the fco however, the speaker malfunction error message continued to be displayed. The fse cleared the monitor error log per (B)(4) to resolve the inop. No further calls have been logged by the customer for this monitor issue. The monitor remains at the customer site. No further investigation/action is warranted at this time.